Event description:
The user facility reported a 76-year-old male post cardiotomy cardiogenic shock with low cardiac output syndrome was implanted with an impella rp for mechanical circulatory support. The following day, a high purge pressure alarm was noted and the medical team was notified. There was no harm to the patient.

Manufacturer narrative:
The investigation into the "high purge pressure" alarm has been completed. Data analysis: data confirmed the failure mode. About 0.5 hours into the case, the pp increased gradually from 500 mmhg to 1100 mmhg that triggered high pp alarms. High pp continue remaining for about 16 hours then gradually decreased to 600 mmhg & remained to the rest of the case. Product was not returned for review. The root cause of the high purge pressure was unable to be determined as limited clinical details were provided and no product was returned for review.